Event description:
Complainant alleged that while attempting to treat a 46 year old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that no event date was reported. A log review was performed, events on 11 december 2025 closely resembles what the customer reported. No sign of device malfunction in the logs. Customer report could not be duplicated under stress testing and the device passed all functional testing. No accessories were sent in with the device. The claim will be closed as no fault found. The device was recertified and returned to the customer. Based on the log review, the user changed the energy setting after the unit was charge. This would cause the device to disarm by design, and the unit would require the user to recharge. No emerging trend based on similar reports.